Event description:
This is a report about a hole on the package. According to the customer's report, a hole on the sterilized package was found and this affected product can thus not be used.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report about a hole on the package. According to the customer's report, a hole on the sterilized package was found and this affected product can thus not be used.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: four photos and one sample of lot 0001339275 were provided to our quality team for investigation. Upon visual inspection of the photos and sample it was observed that there is a hole on the left side of the pouch; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001339275 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.